Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was located in the mid right coronary artery (rca). The vessel was severely calcified and 90% stenosed. The physician pre-dilated the lesion with a sprinter 3.00x30.0mm balloon and a nc stormer 3.50x14.0mm balloon. Upon attempting to advance a taxus express2 3.50x8.0mm drug eluting stent, the stent would not cross the lesion site. The stent delivery system was removed and the physician noticed a bent stent strut on the distal end of the stent. The physician completed the procedure with another of the same device. There were no patient complications.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not completed at this time.